Event description:
A customer contacted beckman coulter inc. (Bci) regarding a reactive rubella igm result for one patient that was discordant to two other methodologies. It is unknown if there was an affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. The customer is sending sample to bci cpls (customer product line support) for testing.